Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -07.50 diopter, in the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer length lens but the problem was not resolved, the vault was still low. See MFR. Report # 2023826-2024-01670 for the replacement lens. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).